Event description:
It was reported that during the epidural puncture catheter severance occurred. "Unique punction, paramedian, level l3 ¿ l4 with touhy needle. Loss of resistance technique used, to move the epidural catheter. It was listened to a sound, when removed the catheter, it was observed that any millimeters of the catheter did not leave, it sectioned." The event occurred during the patient use. It was reported that there was no harm or injury. Resolution and outcome have not been provided. Information on if the fragment was located or remained in the patient has been requested.

Manufacturer narrative:
E2 is incorrect due to system limitations. E2 - correct response: n - initial reporter is quality non-healthcare professional. H3 - other: device is not available to be returned for investigation. Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. It is probable that the failure was caused by customer due to incorrect practice but with lack of sample or more information the root cause of this failure remains unknown. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. If the product is returned, the manufacturer will reopen this complaint for further investigation.